Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The serial number was confirmed. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformances during the inspection process. The evaluation of the returned led headlight found the cool mirror was dislodged from the mirror holder causing overheating and resulting in burning of bezel and turret. Reported complaint is confirmed. The findings are considered physical damage, user error. The underlying root cause for the reported event is unknown. Device identifier: (B)(4).

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported to integra that on (B)(6) 2018, the mlx 300 xenon lightsource w/australian power cord, had abnormal high temperature coming from the box which was burning the fiber optic cable. The product was not in contact with the patient. No adverse event was reported. No other clinical information received.